Event description:
It was later reported that the motor stalls have continued. The stalls have increased and have been occurring daily. At most they have happened 4 times a day. The patient's environment has not changed and that patient has not had any symptoms. The patient had gone to a camp for a week without any electronics nearby and still had motor stalls. The only thing that is a constant in the environment is the patient's electronic wheelchair. The patient was started on oral baclofen 5mg three times daily and they are working to get her up to 10mg three times daily. They are weaning her off the it baclofen. Current dose 138.1 mcg/day. There is no plan to remove the pump at this time.

Event description:
It was reported that the patient heard the critical alarm twice on the morning of (B)(6) 2013. The patient met the physician at the clinic and the pump was interrogated, but the pump did not reveal an active alarm. The logs were not checked. The patient did not have any symptoms. Two days later, the patient heard the critical pump alarm and went to the ER. The pump was interrogated; there were no active alarms on interrogation. The pump event logs were checked and showed that there were two motor stalls and recoveries on (B)(6) 2013. There was no magnetic or emi interactions at those times. The patient had a little bit of increased spasticity but no withdrawal symptoms. It was later reported that the pump had numerous stalls/recoveries from (B)(6) 2013 thru (B)(6) 2013 at various times throughout the day and night. Sometimes the family members would hear the alarm and sometimes they wouldn't even though the logs showed the pump was stalled and should have been audibly alarming. The physician was unsure what the critical pump alarm interval was set at. As of (B)(6) 2013, the patient was asymptomatic. The next day it was reported that the patient got an electric bed (fully electric hospital bed - both head and entire bed goes up and down) on (B)(6) 2013, the day before the motor stalls started to occur. The remote control was attached to the bed. The motor stalls seemed to occur even when the patient was not near the bed, so they were unsure if this was truly the cause. The stalls seemed to occur once or twice every day for various times; 11 hours once, for 6 hours another ti me. The patient needed the bed because she had broken her leg. The pump was delivering lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
It was later reported that the motor stalls were still occurring, but the patient remained asymptomatic. The reporter last saw the patient on (B)(6) 2013 and no motor stall were seen in the logs. The patient called her healthcare provider (hcp) on (B)(6) 2013 because they started to hear an alarm again, but had no symptoms. Most of the alarms the patient heard happened when no electromagnetic interference (emi) source was present. The patient went to a camp and no alarms occurred at the camp. A pump replacement had not been scheduled because the patient¿s family would not do a replacement or do a dye or rotor study unless the patient started to have symptoms.

Manufacturer narrative:
Product ID: 8709, lot# l71610, implanted: (B)(6) 1999, product type: catheter. Product ID: 8590-1, lot# n316584, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that an electronic bed was delivered on (B)(6) 2013 and the next day critical alarm was heard for 1/20 minutes. It was added that daily stalls and restarts were noted on the logs for up to six hours. As was previously reported. Patient was asked to unplug bed and logs were going to be read again next week. It was reported that patient was hospitalized with no change in tone or condition. The outcome was reported as ¿no injury¿. The pump was used to deliver lioresal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown dose of lioresal baclofen at a concentration if 500mcg/ml via an implantable infusion pump. It was reported that the patient's pump was completely explanted and replaced on (B)(6) 2016. The patient's pump would frequently and intermittently stall and alarm. It came out of "pump stall" on its own, however due to the uncertainty of whether or it would remain "recovered", the baclofen was replaced with preservative free normal saline (pfns) until the pump could be replaced. Patient was said to be alive with no injury at the time of this report. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the device was being used to deliver compounded baclofen. It was indicated the pump was replaced on (B)(6) 2016 to avoid in-vivo battery depletion. It was reported there was no patient death or injury. The device was returned to the manufacturer on october 10, 2016.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.